Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg110105-01, 100miu/ml hcg urine control lot: hcg100513-01, 212.2iu/ml hcg urine control lot: hcg110124-01. Summary of results: the retention devices meet qc spec. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 212.2iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-hour controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.

Event description:
Customer reported potential false negative urine hcg results on henry schein one step+ hcg urine cassette vs blood quantitative test. Customer had two different occasions where a urine test was run and showed negative results at three minute read time. After the test was sitting out for greater than ten minutes, the customer noticed a very faint positive line. On both occasions, blood was taken for a quantitative test to be done. The customer had no idea what the values were but said the pts were found to be in the very early stages of pregnancy. In one case, a procedure was performed (colonoscopy?) But no details regarding either of the pts was provided.